Event description:
Complainant had zoom whitening by discusdental applied to teeth at dentist office. The procedure consists of a gel and light applied to teeth for 20 minutes then another application. Complainant stated that during the second application they experienced sharp pains within minute of application and was not able to continue the treatment. The pain continued for 2 days. As of 2003, the complainant had no pain just aching feeling in teeth. Complainant contacted notified discusdental and was informed that 1 in 20 pts experience the "jolt" reaction.